Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered revealed the patient also experienced having to recharge her ipg more frequently that normal. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Event description:
It was reported the patient experienced difficulty charging due to intermittent communication. A replacement charger was unable to resolve the issue. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Correction numbers: 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r, sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.